Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge change error occurred with multiple cartridges during the load sequence. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to verify that the customer had backup insulin therapy available; however, the customer did not respond.